Manufacturer narrative:
D9: updated devices return information.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a patient presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), on extracorporeal membrane oxygenation (ECMO), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the impella pump could not reach enough flow, so was removed from the patient. It was noted that the impella could have been damaged during insertion. A new impella cp was inserted for the procedure with no impact to the patient. The post-procedure outcome is survived at explant. Tortuous vessels can create high-stress, sub-optimal, or acute angles that can cause damage to the device, and cause obstruction to flow, leading to low pump flows.

Manufacturer narrative:
The reporter stated the device will be returned for investigation.

Manufacturer narrative:
B1: added product problem, omitted in error on the initial report.

Manufacturer narrative:
Corrected information has been provided in d4 and h3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: there was no defect found with the returned device but the cause of the low flow cannot fully be established since there were no data logs returned and limited clinical information was provided.